Event description:
Reportedly, the patient attempted to initiate a transmission on (B)(6) 2021 and (B)(6) 2021. The home monitor booted properly but the pacemaker could not be interrogated with the inductive telemetry head. Another attempt was made on (B)(6) 2021 in the clinic and with the physicians. The same behavior was reproduced; no transmission could be performed. The patient initiated transmission (pit) button was lightened in red and one led was green. A message stating that the home monitor could not interrogate the pacemaker was displayed on every attempt.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient attempted to initiate a transmission on(B)(6) 2021 and (B)(6) 2021. The home monitor booted properly but the pacemaker could not be interrogated with the inductive telemetry head. Another attempt was made on (B)(6) 2021 in the clinic and with the physicians. The same behavior was reproduced; no transmission could be performed. The patient initiated transmission (pit) button was lightened in red and one led was green. A message stating that the home monitor could not interrogate the pacemaker was displayed on every attempt.